Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia intestines and bowels were paralyzed due to insulin pump on unknown date. Customer filed a lawsuit. The customer¿s blood glucose level was unknown at time of incident. Customer stated that insulin pump had insulin flow block. The customer was declined troubleshooting for insulin flow block. The customer was treated with hospitalization. The device will not be returned for analysis.